Event description:
The customer reported the system displayed communication error messages that caused the system to fail (shut down) during use. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply voltage was adjusted and all circuit boards were reseated. The system was then found to be operating as intended.